Event description:
It was reported that the device exhibited a premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No sources of high current were found during testing. The battery was analyzed by the manufacturer and no anomalies were found. The cause of the premature depletion remains undertermined.